Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 267, 272, 392, 143 and 170 mg/dl. The customer¿s expected blood glucose test result ranges are 70-190 mg/dl am fasting and 150 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer fasting and produced e-0 error message and test result of 122 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2027 and customer does not recall open vial date but is not longer than 4 months. The meter memory was reviewed for previous test result history: result 1: 267 mg/dl date: (B)(6) 2025 time: 8:26 am fasting, result 2: 272 mg/dl date: (B)(6) 2025 time: 2:34 pm fasting, result 3: 392 mg/dl date: (B)(6) 2025 time: 1:06 pm fasting, result 4: 143 mg/dl date: (B)(6) 2025 time: 6:29 pm non-fasting, result 5 :170 mg/dl date: (B)(6) 2025 time: 12:11 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 15-dec-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.